Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that image noise occurred during reprocessing, involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
Addition: h4. H11: this supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure of image noise was due to an image snowflake. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.